Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump stopped delivering insulin. Customer's blood glucose level was over 400 mg/dl. Her current blood glucose level was 323 mg/dl. She switched to manual injections. The device was not returned.